Manufacturer narrative:
A ge rep evaluated the system and replaced a circuit board. The system operates as intended.

Event description:
The customer reported that after taking a shot, the system did not produce an image, and displayed a low temperature and generator errors. No pt injury was reported.